Event description:
It was reported that during an ablation procedure involving a intellanav mifi open-irrigated ablation catheter, three viking electrode catheters, and an dynamic xt catheter, the patient experienced tamponade. The event required invasive intervention to resolve and prolongation of hospitalization, however the details of the intervention were not specified. No further patient complications were reported. The devices are not expected to be returned to boston scientific for analysis.

Manufacturer narrative:
Date of birth: 1976. Updated coding to include f12: serious injury/ illness / impairment. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure involving a intellanav mifi open-irrigated ablation catheter, three viking electrode catheters, and an dynamic xt catheter, the patient experienced tamponade. The event required invasive intervention to resolve and prolongation of hospitalization, however the details of the intervention were not specified. No further patient complications were reported. The devices are not expected to be returned to boston scientific for analysis.

Manufacturer narrative:
Date of birth: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.